Event description:
It was reported that the force bipolar instrument had misaligned tips. There was no report of patient involvement or reported injury. It was unknown when the issue occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting the misaligned tips on the force bipolar instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument had bent grips related to the customer reported complaint. The force bipolar had a bent grip, causing side to side misalignment. There was a 0.032" offset at the tips.